Manufacturer narrative:
The customer returned their glidescope avl video monitor and glidescope avl video baton 3-4 to verathon for further evaluation. A verathon service representative evaluated the returned video baton where they found significant damage to the unit. It was noted that the camera was completely detached from the shaft and that the shell of the baton was showing signs of delamination. The glidescope omm states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged". The monitor was evaluated and was found to be working as expected. Since the video baton is not serviceable and is no longer under warranty, the customer was advised to replace the unit. The baton and monitor were returned to the customer as is. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear and show lines intermittently. The procedure was completed using other unspecified medical methods. No harm to the patient or user reported.